Manufacturer narrative:
Reported event was able to be confirmed, as the device was found to be fractured. Upon examination of the device, wear of the device was noted. Additionally, not all pieces of the fractured device were returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear of the device during normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor was found fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.